Manufacturer narrative:
(B)(4) has been initiated for this issue. Per additional information the joystick stopped working and the user became stranded.

Event description:
Provider states all joystick lights are flashing.